Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, a loss of capture was observed on left ventricular lead. X-ray imaging revealed that the lead had become dislodged. No intervention was reported.